Event description:
It was reported that this patient has been experience recurring incontinence with this artificial urinary sphincter (aus). The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated. Updated describe event or problem b5, explant date d6b, and impact codes h6.

Event description:
It was reported that this patient experienced recurring incontinence with this artificial urinary sphincter (aus). The patient had visited their physician for consultation, with no outcomes regarding a device malfunction or solution. It was recommended to the patient to visit another specialist for a second opinion. There were no additional patient complications reported.

Manufacturer narrative:
B3 approximated.